Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for a seizure and low blood glucose levels. The customer's blood glucose was 45 mg/dl. The customer had low blood glucose levels at the hospital because the infusion set was not in all of the way. The insulin pump was being used at the time of the hospitalization. Nothing further reported.